Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center. Per itemized repair statement the customer stated problem is alarm will not function due to a short circuit in the control panel.

Event description:
Unit was evaluated and repaired by an independent repair center. Per itemized repair statement the customer stated problem is alarm will not function due to a short circuit in the control panel.